Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer requested a check of the configuration of alarm settings of the single monitors as it seems that between 01:00 to 07:00 on (B)(6) some alarms were not triggered. No adverse event involving patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.